Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the touch screen calibration issue. A field service engineer (fse) identified touchscreen misalignment, performed standard and advanced calibration without resolution, then uninstalled and reinstalled elo drivers, recalibrated the screen, and verified proper functionality with no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, touch screen calibration issue was faced by the user. Customer reported that the touchscreen display remains inverted and requires calibration. Assistance is being requested for onsite elo touchscreen calibration to restore normal screen functionality. However, there were no delay to patient care and adverse events or injuries reported based on this incident.